Manufacturer narrative:
H6 - evaluation codes - corrected results and conclusions codes to reflect pi main analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-23755. It was reported the patient was not receiving effective stimulation from the cervical leads. Diagnostic testing revealed high impedance values on multiple lead contacts. Imaging revealed the patient's leads have migrated. As a result, the patient will undergo surgical intervention to address the issues.